Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2022. D6: explant date: 2022.

Event description:
It was reported that the patient experienced increased pain. The patient underwent explant procedure. No further information could be obtained despite good faith efforts.